Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had leakage past the stopper. The following information was provided by the initial reporter: material # 302995 & batch #4354207. It was reported by customer that the syringe is defective. Verbatim: no description given other than syringe is defective. Customer responded on 07-may. Customer report: concern description: 10 cc syringe back filling throw stopper during contrast injection. Syringe discarded. New one opened happend again with new one

Manufacturer narrative:
(B)(4). Supplemental MDR - leakage past stopper. Two samples were provided to the quality team for investigation. Both samples were tested, and no defects were identified. The condition observed is acceptable per the product specification. Furthermore, a device history record review was completed for provided lot number 4354207. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.